Manufacturer narrative:
Manufacturer investigation conclusion: the reported low speed and red heart alarms could not be confirmed as no log files were provided by the account. Although a specific cause for these events could not be conclusively determined through this evaluation, the account reported that a short-to-shield issue was suspected. Visual inspection of the external portion of the patient¿s driveline revealed no signs of damage. The retrieved log files did not capture the events and the vad coordinator was unable to reproduce the alarms by manipulating the external driveline. The patient remains ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), with a non-grounded patient cable and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 19jan2015 via customer order s149015. The heartmate ii lvas IFU and the heartmate ii patient handbook are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Furthermore, section 7 of the hmii IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient had periods in which the pump was unable to keep the set speed and had red heart alarms. These events only happened when the patient was connected to the power module on a regular patient cable and turning on his left side while laying in bed. An optical inspection of the outer part of the driveline showed an unremarkable cable. The log files were unremarkable and did not capture the event. The account was unable to reproduce the event by manipulating the outer part of the driveline. The patient was not a candidate for a pump replacement. The account requested an ungrounded patient cable. This kind of event is typically caused by a short to shield issue. The speed drops only appeared on power module support so only one of the phases seems to have an issue. A non-grounded patient cable was requested. The patient was to stay on battery support in the meantime. No further alarms appeared. The patient was stable. The patient planned to stay on support with the non-grounded cable.